Event description:
Truclear hysterscopic fluid management system not properly calculating fluid deficit. Patient was brought to operating room for a hysterscopic myomectomy on [date redacted] and [date redacted] - two days later. Both cases had to be aborted early due to reaching max fluid deficit. Staff members attempted to troubleshoot equipment throughout cases, but it did not change the fluid calculations. Machine does not seem to be calculating fluid deficit correctly and alarms that patient may be at risk of fluid overload. When that happens, the case has to be aborted. Patient will need to be brought back to the or again for the same procedure since we were unable to safely complete the myomectomy. Biomed and vendor notified to check equipment asap [as soon as possible]. Vendor notified that they need to be here in person for future cases to troubleshoot equipment in real time. Manufacturer response for insufflator, hysteroscopic, hysterolux¿ fluid management system scale (per site reporter). Biomedical technician performed troubleshooting of the device with the help of truclear rep [representative] [redacted] and found the scale was defective giving a negative number. Truclear provided a loaner scale to or for the cases. Performed scale check on the loaner scale. Biomed will be requesting a replacement scale.